Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included weight control, weight gain, chronic fatigue, skin rash, ectopic pregnancy, gastroesophageal reflux disease and psoriasis. Concurrent conditions included hypothyroidism, depression, anxiety, pain inflammation activated, night sweats, hypothyroidism, psoriasis, asthma and stress urinary incontinence. Concomitant products included hydrocodone, levothyroxine sodium (synthroid) since 2008 and phentermine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), bacterial infection ("bacterial infection"), urinary tract infection ("utis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient underwent urinary bladder suspension ("surgery (other) type of surgery: bladder sling") and experienced back pain ("back pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, bacterial infection, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, urinary bladder suspension, vaginal discharge and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and pelvic pain had resolved. The reporter considered alopecia, back pain, bacterial infection, bladder disorder, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginosis, vaginal discharge, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received. Lot number added. Concomitant medication and condition added. Events : migration of essure device location of device: uterus, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: vaginitis, bacterial infection, utis, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), surgery (other) type of surgery: bladder sling, vaginal discharge, hair loss, back pain, pelvic pain, patient did not underwent essure confirmation test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included weight control, weight gain, chronic fatigue, skin rash, ectopic pregnancy, gastroesophageal reflux disease and psoriasis. Concurrent conditions included hypothyroidism, depression, anxiety, pain inflammation activated, night sweats, hypothyroidism, psoriasis, asthma and stress urinary incontinence. Concomitant products included hydrocodone, levothyroxine sodium (synthyroid) since 2008 and phentermine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), bacterial infection ("bacterial infection"), urinary tract infection ("utis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient underwent urinary bladder suspension ("surgery (other) type of surgery: bladder sling") and experienced back pain ("back pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, bacterial infection, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, urinary bladder suspension, vaginal discharge and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and pelvic pain had resolved. The reporter considered alopecia, back pain, bacterial infection, bladder disorder, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginosis, vaginal discharge, headache. Lot number: 628434 manufacturing date: 2008-11, expiration date: 2011-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.